Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation. The patient stated he had undergone multiple reprogramming sessions to no avail. The patient indicated he had not used his scs system in some time due to the ineffective stimulation. However, the ipg was able to charge and communicate with external devices. The physician explanted and replaced the lead. The physician also electively explanted and replaced the ipg. The patient reported effective stimulation coverage postoperative.